Manufacturer narrative:
Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4). Final device analysis of the infusion pump revealed the following: there was a gear train anomaly found and indicated as corrosion.

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. Visual inspection of the pump top shield shows quite a few needle skids between the fill septum and cap. The pump passed dispense and infusion accuracy testing. During the dispense and infusion accuracy testing the reservoir pressure was monitored. Reservoir pressure was in spec. The septum also was tested, testing passed and no septum leaking was found. Destructive analysis was performed and no significant issues were found. Analysis of the catheter revealed no significant anomaly, sc connector non significant indent in seal, did not affect infusion. (B)(4).

Event description:
It was reported that after the pump was refilled on (B)(6) 2013, the patient went to the emergency room (ER) later that day and treated for a possible overdose. The patient was said to have had overdose symptoms. It was said there were no issues with that refill such as no volume discrepancies or pocket fill. There was some concern about a possible leak related to the integrity of the reservoir port septum. The patient had other refills after this, without issue. The pump was explanted. The product issue was said to be resolved. The patient was alive and without injury at the time of this report date. The pump was used to deliver fentanyl 1150mcg/day, bupivicaine 7mg/day and clonidine at 450 mcg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.